Event description:
It was reported to philips that the system displayed an error and could not perform exposures. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure stops at higher kv errors, stopping exposure at more than 80 kv. A review of the system logfiles found that the kv was asymmetric, the anode kv was showing low, and the cathode kv was correct. Upon functional testing, fse found that the converter 8e velara was defective. Fse replaced the converter 8e velara. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.